Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in section date of event is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported via social media a low reading issue with the adc device. The reporter stated that while the customer was already in hospital, the sensor gave readings "about 200 [mg/dl] less" than capillary glucose results. The reporter was contacted and stated the customer was treated to lower glucose levels, but did not know what was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product . No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported via social media a low reading issue with the adc device. The reporter stated that while the customer was already in hospital, the sensor gave readings "about 200 [mg/dl] less" than capillary glucose results. The reporter was contacted and stated the customer was treated to lower glucose levels, but did not know what was provided. There was no report of death or permanent injury associated with this event.